Event description:
An altitude alarm was reported by the customer, causing their insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's guidance to clean the speaker holes, remove and reconnect the cartridge, and eventually load a new cartridge to resume insulin delivery. However, the alarm recurred within five minutes of resuming delivery. Technical support advised the customer to wait two hours to allow any additional moisture to evaporate and planned a follow-up.